Event description:
Updated summary: customer reported having a low blood glucose of 32mg/dl. Later it was reported in medwatch that the low occurred on (B)(6) 2025. Customer lost consciousness in the snow and had hypothermia. Paramedics were called and they gave him intravenous dextrose and took him to the emergency room, where the nurses gave him a warming bed to reverse the severe hypothermia. Per (B)(4) for the same incident, 5 minutes after leaving his car, he collapsed while walking his dog at a local park. User said the sensor did not warn him that he was getting low. The guardian 4 sensor was inserted in his upper thigh. Customer declined troubleshooting. Per carelink, pump was used within 48 hours of the low and smartguard was used. Customer will discontinue the pump and return it under (B)(4).

Manufacturer narrative:
Additional information has been received regarding the product's brand name, serial, lot number, expiration date and primary UDI number change which was not included in the initial report. So, the correct brand name, serial, lot number, expiration date and primary UDI number as per new additional information has been updated in sections d1/d2a/d2b and d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and loss of consciousness. Customer reported blood glucose value of 32 mg/dl. Customer was treated for hypoglycemia and loss of consciousness with emergency medical services. The event involved product(s) mmt-1884, mmt-332a, mmt-381a, mmt-7040a. Troubleshooting not performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-381a. No product return is required for mmt-7040a.